Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 22 mg/dl. The customer was treated with cranberry juice. Customer cause of low blood glucose was hypo and lupus. After the troubleshooting was done, customer was advised to speak with their health care provider regarding the low blood glucose. The customer was advised to monitor pump.